Event description:
Report received of an unrequested bolus delivery. According to the customer contact, the pt was receiving demerol, 10mg/ml via pca plus ii pump in the pca mode. The pump was programmed to deliver 10mg every 10 minutes with a 4-hour lockout of 240mg. The customer contact reported that the pump would not deliver bolus doses when the pendant was pushed, even though neither the 10-minute nor the 4-hour lockout intervals were reached. Customer contact noted that the pump history recorded these as demands, but did not deliver the medication. Customer contact called the nursing supervisor to the room who "tapped the tubing under the pump and the pump delivered a bolus dose" without the pendant being pushed. The pump was removed from clinical service and replaced. The same tubing and medication were used in a different pump and therapy was continued without incident. There was no reported adverse pt event. Though requested, there was no further info available.